Manufacturer narrative:
External insulation abrasion was noted at 9.8-9.9cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with oversensing due to noise that triggered vf episodes. Noise was also seen on the svc to rv coil channels and was linked to the v sense amp noise. The noise was reproducible by coughing. The patient did not receive hv therapy. The lead measurement were stable and in range. The patient had a separate pace/sense and defibrillation lead in the v. Programming changes and chest x-ray were suggested. The leads were explanted. The patient was stable before, during and after the procedure.